Manufacturer narrative:
(B)(4). Batch # m5463k results: the analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. No further functional testing could be performed due to the condition of the anvil however a dry fire was performed in order to test the functionality of the device and achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the first firing of the device with a green cartridge and buttressing on thick tissue, the motor seemed to run much slower than usual, but the firing was able to be completed. The device was reloaded with another green cartridge and buttressing, but the device was unable to be inserted into the trocar. The buttressing was changed a few times and ultimately, the 12mm trocar was exchanged for a 15mm trocar. The device was able to be fired for the second time, but again, the motor ran very slowly. The firing was completed and the staple formation was fine. The device was removed from the trocar and inspected and the anvil was bent. The device was replaced with a new one. The surgical staff verified at the back table that the device with buttressing could be inserted through a 12mm trocar. The case was completed with the second device and the sleeve leak checked fine. Additionally, the surgeon inspected the staple line of the specimen and was satisfied. There were no patient consequences reported.